Manufacturer narrative:
Additional information received reported that while the physician stated that the issue encountered with deployment of the endoanchor was device related, the cause of the proximal type I endoleak that occurred during the index procedure could not be provided. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an endovascular treatment. A heli-fx endoanchor system was used for the treatment of a proximal type I endoleak that occurred during the index procedure. It was reported that first two endoanchors were captured and deployed with no issue, scrub/tech attempted to capture another anchor but was unable to complete capture and only partial capture was completed. Scrub/tech instructed to deploy the partially loaded endoanchor and discard the endoanchor. The scrub/ tech attempted to load another endoanchor, the backward button was pressed and then with downward pressure into cassette with motor running attempted to capture a new anchor. During capture of this endoanchor, the applier motor stopped, the back arrow was flashing and the blue error light signaling. The back button was held/pressed with no response and no motor noise noted. The forward button was then pressed with no response. The back and forward buttons were held simultaneously with no response. The physician decided to finish the case with the initial two endoanchors deployed. The physician stated that the event is device related. No clinical sequelae reported and the patient is fine.